Event description:
Incident: during a transurethral resection of the bladder neck, surgeon was using the bovie machine to resect bladder neck tissue. A short in the bovie cord caused a spark which began to ignite the drapes. A burn hole appeared in the drape. Immediately, the procedure was discontinued. Area was doused with sterile h20. Assessment of pt's skin integrity was completed. A new cord was furnished to continue procedure once fire was determined to be extinguished. Assessment post procedure shows no sign of altered skin integrity (medial right thigh).